Event description:
Several samples gave low results for sodium and potassium. Only the following examples were provided: sample 1, initial sodium result 131 mmol/l, same sample repeated 5 days later gave result of 137 mmol/l. Sample 2, initial sodium result 129 mmol/l. Same sample repeated 5 days later gave result of 140 mmol/l. Sample 3, initial sodium result 132 mmol/l. Same sample repeated 5 days later gave result of 138 mmol/l. Initial results were reported, patients not adversely affected. The field service representative determined the potassium electrode malfunctioned. Electrode replaced, performance check tests were performed and recovered within specification.